Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was slow to descend and the lens was broken, having to be explanted and replaced by another rayone emv rao200e iol. . "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The healthcare facility has confirmed that no patient injury occurred as a result of the event. The "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The verbatim report of the lens being slow to descend could indicate a blocked lens and as per the IFU, product use should have been discontinued. Our review of production records for the rayone emv rao200e batch 063219134 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distirbution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 063219134.

Event description:
On 24th january 2024, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens was slow to descend and the lens was broken, having to be explanted and replaced by another.